Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in the mildly tortuous mid sfa. The pulsar 18 stent was delivered to affected lesion area. After snapping red safety, clicked the trigger mechanism and the stent would not deploy. Another pulsar-18 was used effectively.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is still fully crimped under the distal outer shaft. The distal outer shaft has separated from the proximal outer shaft at the gluing between the two shafts. Consequently, only the proximal outer shaft is retracted when pressing the trigger at the handle. Both the shaft and the gluing dimensions comply with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.